Event description:
Device explanted due to unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was successfully interrogated and the pacemakers memory content was analyzed, confirming the clinical observation. The device switched to the eri battery status on december 30, 2022. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. Next, the eri battery status was successfully reset and subsequent interrogation yielded the battery status ok. There was no indication of a device malfunction. The analyzed data show that the eri battery status was triggered by the programmed high current consumption program (vvi, 140 bpm, 7 v at 1.0 ms) and not due to a depleted battery. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The user will be notified on the programming device that with this parameter combination the device will trigger eri immediately. By acknowledging, the device will activate eri permanently. Thus, the eri status cannot be removed by reprogramming. However, the notification of the eri battery status takes place only upon new device interrogation. In conclusion, the ipg proved to be fully functional. The analysis revealed that the eri battery status was not declared by a premature battery depletion. Instead, a high output program led the device to switch into the battery status eri. There was no indication of a material or manufacturing problem.